Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) has been showing chronically elevated, out of range (oor) shock impedances. Various programming options and a commanded shock were recommended. According to the field representative, the origin for the oor impedances was not determined. No commanded shock was completed but there was a successful conversion despite the elevated shock impedances. The patient is on home monitor and is being observed on regular follow up. The rv lead and the crt-d remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.